Event description:
It was reported to philips that the flexvision monitor did not display images. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips remote service engineer (rse) contacted the customer and confirmed the reported issue. The philips field service engineer (fse) visited onsite and found problem with flex viewing pc and there was no output on the monitor. To resolve the issue fse replaced flex viewing pc. After replacing the flex viewing pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.